Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the saturated venous oxygen (svo2) was reading five to then percent lower than actual on the blood parameter monitor (bpm). Actual was measuring venous blood on the abl620 analyzer. This has changed following the software upgrade. No other details regarding the nature of this event were provided. Per the clinical summary on 06/03/2015: the manufacturer subsidiary site observation per their customer: the shunt sensor temperature is measuring lower (compared to oxygenator outlet) than in previous software. Previously, the shunt sensor temperature measure was higher than the oxygenator. The svo2 measure of the bpm is generally 5-10% points lower that the analyzed value (abl620). This occurs when initially going on cpb, prior to the in-vivo recalibration. They have seen that without gas calibration (their usual protocol), they at times do not have values for some of the parameters until an in-vivo calibration is done. This could be due to the fact that all calibration data is wiped out during the software upgrade. These issues have been reported by some other centers that have had the 1.69 upgrade. The instructions for use (IFU) is quite clear on the temperature difference between the oxygenator outlet and the shunt sensor, as the shunt is a distance away and the operating room is quite cool. In addition, due to small shunt tubing, there is a loss of temperature as the shunt is downstream from the oxygenator. The algorithm is changed for temperature and the accuracy is tighter with the new software. Their observations, regarding temperature, do not indicate a malfunction of the shunt but is a result of improved accuracy for temperature. The lower than expected svo2s have been reported, and after the in-vivo calibration there is a close agreement of the bpm to the laboratory analyzer. There is a learning curve, due to the new behavior, but users have been successful in getting accurate measurements via the recommended in-vivo calibration of all measured values. The accuracy claims of the bpm are based on the user calibrating the sensor with as (calibrator 540) prior to use and conducting periodic in-vivo calibrations. If this user is determined to not do gas calibration, they should set their unit to use factory default values and this should improve accuracy prior to the in-vivo calibration. The manufacturer's global marketing has spoken to subsidiary site who will work with the costumer to better explain the difference in the how the unit behaves with the new software. Cses have been completed successfully, without delay and without associated blood loss. There has been no harm observed.

Manufacturer narrative:
Customer unhappy with notice of field connection (nfc) performance. The bpm is not available to be sent back to the manufacturer for evaluation. Software upgraded to version 1.69.

Manufacturer narrative:
The reported complaint was not verifiable. Per the clinical review the manufacturer (B)(4) subsidiary will work with the customer to better explain the differences observed with the new 1.69 software. No additional action will be taken at this time.